Event description:
After 6 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. The analysis of the device is pending.